Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in the united kingdom, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. It was noted that during the advancement of the valve and commander delivery system through the esheath, the valve was 'external' to the sheath. The valve was aligned and deployed with good results. The delivery system was pulled back into the sheath using fluoroscopy. The devices were carefully removed from the patient. The patient was transferred to the ward in stable condition. No vascular complications were reported. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected information: section h6 additional information: section h10 the edwards esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed the sheath shaft was curved and the liner was expanded. A liner tear distal to the strain relief was observed. A liner tear proximal to the distal tip was also observed. The case imagery also indicated the commander delivery system flex shaft and sapien 3 ultra valve appeared to be located outside the sheath, suggesting a torn liner while in the patient. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'liner punctured' was confirmed through review of the returned imagery. Without the returned device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint event, 'upon passing commander delivery system with crimped valve through esheath, it was seen that the esheath had a split and the delivery system tip and valve were external to the esheath.' Per review of the returned imagery, the sheath shaft is slightly curved (figure 1), suggesting potential tortuosity present in the patient anatomy. The sheath liner is observed to be torn at both ends of the expandable portion; at the proximal end near the strain relief and at the distal end near the tip. Additionally, the delivery system and crimped valve appear to be located outside the sheath in a clip of the procedural angiography. Patient factors such as tortuosity can contribute to liner tears. Tortuosity can subject the sheath to sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The delivery system with crimped valve can catch onto the liner of the sheath and create liner tears. Although a definite root cause could not be determined, available information suggests that patient factors (tortuosity) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.